Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and successfully replaced due to an unknown product performance anomaly. Other than the procedure no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not yet been completed. Additional information was received, this crt-p was electively explanted and replaced as per physician discretion. No adverse patient effects were reported. This device was returned to boston scientific.

Manufacturer narrative:
The returned crt-p was analyzed, passed all tests performed, and exhibited normal device characteristics. He reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and successfully replaced due to an unknown product performance anomaly. Other than the procedure no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not yet been completed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and successfully replaced due to an unknown product performance anomaly. Other than the procedure no additional adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not yet been completed. Additional information was received, this crt-p was electively explanted and replaced as per physician discretion. No adverse patient effects were reported. This device was returned to boston scientific; however, further analysis has not been yet completed.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.